Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary drawer 6.2 required maintenance. The field service engineer (fse) opened the drawer in hardware test application (hta) and released the cubie to retrieve the missing narcotic. The fse ensured that the position and drawer sensors responded as designed. The device was shut down, and the fse inspected the pyxibus cable and sensors. The station was then rebooted, and the customer was asked to log in to recover the failed storage space to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary nr3c 6.2 drawer required maintenance and user manually opened the back of the unit to check for obstructions. The red lever appeared to be got stuck and a missed medication may be contributed to the issue, possibly lodged along the tracks. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.